Event description:
It was reported that following an external cardioversion, noise resulting in oversensing was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. X-ray imaging was performed and no abnormalities were observed on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external abrasion breaching the outer insulation proximal to the suture tie down impression. The cause of the reported event was isolated to external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can.